Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a sterling balloon catheter and a stopcock. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection of the balloon and markerbands found no evidence of damage or irregularities. Microscopic inspection of the tip found no irregularities or damage. Microscopic inspection revealed bilateral holes in the outer shaft 15.5 cm from the strain relief. Functional testing was carried out by connecting an inflation device filled with water to the hub of the complaint unit. When pressure was applied, water was found to be streaming from a large crack in the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.